Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected to include adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_pump, serial# unknown, product type: pump. Product ID: neu_unknown_cath, serial# unknown, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: neu_unknown_pump, serial/lot #: unknown: product ID: neu_unknown_cath, serial/lot #: unknown; product ID: neu_unknown_pump, serial/lot #: unknown; date of event. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. Describe event or problem: it was not possible to match this event with any previously reported event. Citation: jonathan dallas, bs, katherine d. Sborov, ba, bradley s. Guidry, bs, silky chotai, md, and christopher m. Bonfield, md com plication rates for preexisting baclofen pumps and ventricular shunts following scoliosis correction: a preliminary study. Neuromodulation. 2018. Doi: 10.3171/2018.2.peds17713. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Summary: in this study, the rate of implant complications following fusion, possible causes of these complications, and factors that place patients at higher risk for implant-related complications was investigated reported events: event 1: a total of 14 pump revisions occurred for unknown reasons. Event 2: a total of 2 patients with baclofen pumps were found to have complications (unintentional cutting of their baclofen pump catheter during posterior spinal fusion) within 180 days postfusion that required intra-operative repair. In each of these cases, the bp catheter was violated during exposure of the spine. When the complication was identified, a new catheter was inserted into the intrathecal space and connected to the end of the previous catheter leading to the generator. Event 3: a patient with a baclofen pump required irrigation and debridement (I & d). It was noted the patient had no subfascial involvement, implant involvement, and the implant was not replaced or removed. Event 4: a patient with a baclofen pump required irrigation and debridement (I & d). The baclofen pump catheter was seen during the I & d; however the patient did not required revision, removal, or replacement of the pump. Cultures were taken and were positive for coagulase-negative staphylococcus. The patient was treated with 2 I & d procedures, 8 weeks of intravenous (IV) vancomycin and rifampin, followed by 6 months of oral trimethoprim/sulfamethoxazole and rifampin. Event 5: a patient with a baclofen pump required irrigation and debridement (I & d). The baclofen pump catheter was seen during the I & d; however the patient did not required revision, removal, or replacement of the pump. Cultures were taken and were positive for (B)(6). The second patient required 3 I & d procedures, 8 weeks of IV vancomycin, and 8 months of oral levofloxacin and rifampin. Event 6: a patient had an intraoperative catheter revision that was planned prior to scoliosis correction and was not considered a complication of the spinal fusion.